Event description:
It was reported that non-sustained lead noise episodes were observed due to myopotential oversensing. The patient was not pacing dependent or symptomatic, but oversensing inhibited normal pacing. The device was reprogrammed and the patient will be monitored

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.